Event description:
Per the clinic, the patient experienced recurrent infections around the implant site. The internal device was explanted on (B)(6), 2015.

Manufacturer narrative:
(B)(4): device not available for analysis.